Manufacturer narrative:
Device evaluation: visual inspection of the returned product found one haptic torn. The lens was returned dry and there was evidence of dark and clear residue on the lens. Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -8.5 diopter, in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to aniseikonia with contact lens intolerance. The patients post-op bscva was 20/20. The reporter indicated the event was not product related.

Manufacturer narrative:
Additional data: concomitant medical products - cartridge model sfc-45 fp - lot number unk. Corrected data: device available for evaluation? - previous date is incorrect, correct date is 02/08/2017. (B)(4).